Event description:
Following a surgery to reposition the lead the device was in a power-on-reset condition with a "call your doctor" icon displayed. The outcome is unk. Further info is being requested at this time.